Event description:
It was reported that the patient had a loss of therapeutic effect and their device was not working right. The patient was on program 3 at 4.2v currently and the higher up the patient turned up the stimulation it was painful. The patient had been going to the bathroom more often in the past few days and was going to the bathroom at night. Programs 1 and 2 did not work for their symptoms. On program 4, the patient had pain at the ins site when it was turned on, so they had not used it again. The patient would have an appointment on (B)(6) 2015 to check their device and programming. It was noted that the patient was going to have an ultrasound as an alternative to a mammogram if they were not comfortable. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0l9lg, implanted: (B)(6) 2014, product type: lead. (B)(4).